Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver log was downloaded and reviewed, finding errors related to the complaint. A review of the data log observed a shutdown receiver error at a high battery capacity. A global receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for inspection and troubleshooting. A battery control chip was found to be damaged. The reported event that the receiver ceased to function was confirmed during battery testing and interior inspection. The root cause was determined to be a defective receiver battery.